Manufacturer narrative:
No device analysis results are available because the device remains implanted. Review of the device history record was not possible as the lot number is unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Post-procedure, the patient developed a hematoma. The hematoma was evaluated, and a partially thrombosed pseudoaneurysm was found. An injection of thrombin broke up the clot. The patient was also noted to be anemic.